Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes due to concerns of inappropriate shocks, and noise. Upon review, the presenting electrogram (egm) showed there to be stored ventricular episodes where device delivered 5 bursts of anti-tachycardia pacing (atp) and 9 shocks. Ts also observed oversensing noise as well. The therapy was unable to convert the rhythm. The shocks were determined to be inappropriate. Ts also reviewed daily threshold and impedance measurements trend report and noted the right ventricular (rv) lead shock impedances had been elevated since 2017 and appeared to be high out of range. Subsequently, a revision procedure was performed. The physician explanted the crt-d device and surgically abandoned the rv lead. A new device and lead were implanted successfully as replacements. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored ventricular episodes due to concerns of inappropriate shocks, and noise. Upon review, the presenting electrogram (egm) showed there to be stored ventricular episodes where device delivered 5 bursts of anti-tachycardia pacing (atp) and 9 shocks. Ts also observed oversensing noise as well. The therapy was unable to convert the rhythm. The shocks were determined to be inappropriate. Ts also reviewed daily threshold and impedance measurements trend report and noted the right ventricular (rv) lead shock impedances had been elevated since 2017 and appeared to be high out of range. Subsequently, a revision procedure was performed. The physician explanted the crt-d device and surgically abandoned the rv lead. A new device and lead were implanted successfully as replacements. No additional adverse patient effects were reported.